Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they saw their doctor at an appointment in 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v185049, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated patient was claiming the ins was removed but lead was still implanted. Caller was not sure why ins was removed but caller then read medical notes from patient's chart stating that there was an "attempted removal" performed in 2014 and lead on the right side was fractured at the sacrum level. Caller noted some of the lead was still implanted. Caller also stated a note indicated that the patient had the ins and left side lead removed in (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
Patient weight was provided as a range: 128-130 pounds. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the shocking was sitting caused the electrical shocks form the wire. Replacing or ¿disconnect¿ of the damage wire stopped the electrical shock but the lead was still in the patient. There were no further complications reported or anticipated.